Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results confirmed that five devices were received sterile and in good visual condition. One device was opened and tested for functionality. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. To remove the device open the instrument by turning the adjusting knob counterclockwise. Only open the instrument one-half to three-fourths revolutions for easy removal. And to assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection, there was an unexpected resistance when the device and the anvil were set during a double stapling technique for reconstruction. Besides, some target tissue got caught in the device during closing with the adjusting knob. In addition, the device had a difficulty in being removed from the patient. Another device was used to complete the case. A leak was identified and a drain was placed. Although the surgeon did not give us the reason, surgeon considered that the leak was not related to the device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.